Event description:
Customer reportedly received results of 500 mg/dl and 80 mg/dl within 10 minutes on the mobile system. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 6.2 mmol/l, 5.9 mmol/l, and 3.9 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).